Event description:
40 days after implantation of a 3.50x20 mm and 3.0x24 mm taxus express2 drug eluting stent, an in-stent thrmobosis occurred. During the initial procedure, the target lesions were located in the mid and distal right coronary artery (rca). A pre-invervention stenosis of 100% in the mid rca and 90% in the distal rca was reported. After balloon dilation, a 3.50x20 mm taxus was deployed in the mid rca and a 3.0x24 mm taxus stent was deployed in the distal rca. No info was reported concerning post-intervention stenosis results. The pt received metoprolol, heparin, intracoronary nitroglycerin, and integrilin during the procedure. No info concerning vessel calcification or tortuosity was reported. No info was reported concerning pt complications or post - intervention percentage of stenosis. The pt presented 40 days after the initial procedure with a diffuse 100% stenotic lesion in the mid rca. The lesions was reported to be "associated with a moderate filling defect consistent with a thrombus" and a "timi grade 0 flow through the vessel (no flow)." The physician stated that the lesion "does not appear amenable to intervention" and elected to obtain a surgical consult for coronary bypass grafting.